Event description:
Customer alleges the plastic underneath the under arm cracked and broke and the wing nut broke. Replacement warranty #(B)(4). No injury alleged.

Manufacturer narrative:
The dealer stated that the plastic underneath the underarm cracked and broke along with the wing nut breaking. This device is a junior quick change crutch. The consumer's age, height and weight are unknown. Dealer stated that the components were replaced under warranty on order #(B)(4).